Manufacturer narrative:
Additional information: the treated lesion was also a moderately tortuous lesion with 80% stenosis. The device was inspected before use with no issues noted. The device was prepped per IFU with no issues noted. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted advancing the device. Excessive force was not used. It is unknown if the dislodged stent was secured in the lcx during the CABG procedure. Initial reporter phone number provided. Patient age, weight and gender provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was received for analysis. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. Kinks evident to the inner member distal to the proximal marker band. Necking evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a tight calcified lesion located in the mid circumflex (cx) artery. Both the proximal and mid cx were diseased, and the patient had calcifications in the left anterior (lad) descending artery and right coronary artery (rca). The lesion was pre-dilated multiple times with a balloon. It was reported that stent dislodgement occurred during delivery to/at the lesion. The stent was meant to be deployed in the mid cx, but the stent dislodged off of the delivery system and was seen in the proximal cx. It was detailed that the patient moved, which caused the wire to come out. It was also stated that the stent delivery system was being moved around and the stent became dislodged. An attempt was made to re-wire the vessel, but this was unsuccessful. A gooseneck snare was attempted to retrieve the stent, but was unsuccessful because the wire came out. The patient was then referred for 3-vessel coronary artery (CABG) bypass graft surgery, and the stent was bypassed during CABG surgery. The dislodged stent remains in the body in the left cx artery. The patient is still in hospital but is doing 'ok' post CABG. The patient is alive with no further injury.